Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose over the past three to four weeks. The blood glucose reading the night before the call was 30mmol/l with ketones. It was stated that the cannula was removed and it was not bent. The customer also run a 3.0 bolus of insulin, but the insulin did not exit and the device did not alarm no delivery. It was stated that the customer is no longer happy with the device. Advised that the insulin pump will be replaced. No further information was provided.